Event description:
Patient developed increasing symptoms of chf. The patient had an aortic valve replacement with #23 carperntier-edwards pericardial prosthesis many years ago. Echo demonstrated severe arotic valve regurgitation. Patient admitted for replacement of aortic valve and repair of mitral valve.